Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm while swimming and the pump had not resumed. The customer's blood glucose level was 178 mg/dl and at the time tandem technical support was contacted. Tandem technical support followed up with the customer, however no further information was provided.